Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not charge or power monitor) was confirmed. As received, the battery was non-functional. Upon evaluation, the tri-cell output voltages were 0v, 3.812v, and 3.753v. The cause of the inability to charge and power a monitor is the 0v output voltage of the one tri-cell. The root cause of the 0v output voltage cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery pack would not charge or power the monitor.